Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "catheter site thrombosis of vena subclavia to vena brachialis." Start date: (B)(6) 2020; end date: (B)(6) 2020. The event is a venous thrombosis and occurred at the left side of the body. Moderate severity and likely related to the device (catheter) and unlikely related to the procedure and unlikely related to the accessories (guidewire, stylet). Action taken: medication prescribed; device removed. Outcome: recovered, no sequelae. This is a new occurence and the venous thrombosis is not symptomatic. The venous thrombosis occurred in vena subclavia to vena brachialis. The venous thrombosis confirmed by CT-thorax. Additional details of the adverse event were reported as: "the patient was admitted to our emergency department on (B)(6) 2020 because of worsening of general condition, fever and dyspnoea. A CT-thorax was performed. There showed a thrombosis in the vena subclavia to vena brachialis left side. Therefore the piccline was removed on (B)(6) 2020 and an antithrombotic therapy was started on (B)(6) 2020 with tinzaparin natrium 14000i.e. Subcutanea once daily until (B)(6) 2020. Additional was the arm wrapped."